Event description:
Customer reported a hospitalization for high blood glucose. Date of hospitalization was (B)(6) 2014. Customer also reported a motor error alarm that lead to the hospitalization. Customer also stated the motor error alarm occurred during a bolus delivery. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Unit received with missing end cap sticker. The motor was tested outside the device and passed.